Event description:
Dr attempted to apply falope ring using a nondisposable applier. Grasper pulled through the tube. Disposable kit opened and pulled through the tissue. Dr stated the grasper was pulled back too far and cutting through the tissue. 2 falope rings applied, one to each side. Kleppinger forceps used in addition.